Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump after hiking in the rain. Customer's blood glucose was 76 mg/dl. Customer stated that she was walking in the rain. Customer stated that it was damp in the battery compartment. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.